Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a promus element mr ous 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified proximal stent damage. Proximal strut row 1 was lifted and damaged. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a break at 1230mm proximal to the distal tip of the device. The portion of the device proximal to the break site was not returned (the manifold). There were also multiple hypotube kinks noted. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break and proximal stent damage.